Event description:
It was reported that a patient implanted with an impella cp showed a possible pericardial effusion, thrombosis, and early tamponade via echocardiogram. The pump was explanted and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
No product was returned for investigation. The cause of the cardiac tamponade and pericardial effusion was not determined due to insufficient clinical details. The root cause of the thrombosis was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.